Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint "insulation off". The instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moves in yaw. A review of the instrument log for the permanent cautery hook (pn: 470183-11, batch/lot-sequence: n10171023-0021) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2018 on system sk1653. The alleged event occurred on the final use of the instrument. As of 4/9/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the permanent cautery hook instrument was found to have damaged insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: (B)(6) cannot provide any further information on this event.